Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise on the pace/sense portion of the lead resulting from a lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. The returned distal segment was thoroughly analyzed electrically and visually in an attempt to find an explanation for the ¿oversensing noise¿ described in the event. There were no anomalies observed on the returned distal segment that would contribute to the oversensing noise described in the event. There was not an in-vivo insulation breach or fracture observed during analysis. All electrical analysis was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 693335 implantable tachy lead, implanted: (B)(6) 1995. (B)(4).